Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lead was damaged when an attempt was made to take the stylet out, so a new lead was implanted. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of being unable to remove the stylet from the lead was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event of the stylet being stuck in the lead was isolated to the bunching of stripped stylet ptfe coating and inner coil.